Event description:
It was reported that following an unrelated surgical procedure patients ipg was having difficulty with ipg communicating with external devices and was heating up when charging the device. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number-(B)(6). Date of event is estimated.

Manufacturer narrative:
The reported event of ipg heating while charging was not able to be confirmed. At receipt the ipg successfully communicated with lab utilities, accepted charge and was fully charged within specifications. It also passed all functional testing (bench and autotest). The heating while charging test could not be conducted due to returned ipg can being cut open in error. No root cause was identified for the reported event.